Manufacturer narrative:
Date of event: requested, not provided. Expiration date - november 2022. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - unknown. The actual device has been returned to the manufacturing facility for evaluation. The actual sample was closely verified, the needle was snapped off at its root as initially reported. However the needle fragment was not obtained. The damaged portion was closely verified and the cross view of the damage was elliptically deformed. The observation describes that the needle was forcibly tilted and bent once at its root generating a dent on the glue surface. Due to the aforementioned observation, presumption explains that the tube was once bent closely at its root, and then completely snapped off as consequence. There was no scratch's or rust which may have degraded overall strength of the needle was observed. Furthermore, the needle dimension was checked and no irregularity were observed. When reviewing manufacture inspection record of the concerned lot, no irregular records which could have been attributed to any damages to the needle, were found. Furthermore, no similar events reported by other medical institutions, have never been made. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a terumo dental needle was damaged. This occured pre-treatment. No health hazaeds were incurred on the patient.